Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received gablofen (2000mcg/ml, 592mcg/day, lot number unknown) in an implantable pump intractable spasticity. The patient seen on (B)(6) 2015 and clonus was observed. The symptom was considered to be sudden. The patient was given a bolus that day, but no benefit was seen. The patient referred to another hcp. Exploratory surgery was performed due to spasticity ((B)(6) 2015). During the procedure, the catheter was frayed proximal to the pump segment connector. The catheter pump segment was replaced and cerebrospinal fluid (csf) flow was positive. The hcp had since been titrating the dose up, receiving a good response.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.